Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 693565 lead implanted: 2011 (B)(6). (B)(4).

Event description:
It was reported that post surgical blood clots developed after implant of implantable cardioverter defibrillator (ICD) and leads. No known interventions were performed. No further patient complications have been reported as a result of this event.